Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer's blood glucose level was 49 mg/dl. The customer stated that he wears a lead apron at work because he works in the operating room. He treated with regular soda. He was assisted with performing a displacement test because of the environment that he works in. The insulin pump passed the displacement test. However, the customer declined troubleshooting for the low blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.